Event description:
Pt reported receiving elevated blood glucose readings (200-300 mg/dl), while using the suspect device. After receiving a result of 286 mg/dl, pt attempted to self-treat by delivering an additional 20u of insulin. Pt went to sleep, and later lost consciousness. Pt indicated that was awakened by emergency medical services, who had tested their blood glucose (using their device), and received a result of 26 mg/dl. Pt was transported to the hosp, where their blood glucose measured 66 mg/dl. Pt was transported to the hosp, where their blood glucose measured 66 mg/dl (using hospital blood glucose monitor). Pt was treated with an intravenous glucose solution, and given sandwiches, milk, and soda, to elevate blood glucose. Pt was discharged, from the hosp, when their blood glucose measured 166 mg/dl. At the time of the event, pt was testing with expired strips. Additionally, pt's controls solutions were expired. A request was made for the return of the suspect device and replacement product was shipped.